Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the 2-0 sutures placed in the patient for lineal closure 10 years ago that look as blue, green and intact as the day they were placed and did not show any sign of absorption as they were supposed to do. One of the sutures had to be removed because of an infection at the site of the suture. All other sutures can be seen easily still in place and did not cause any clinical troubles.